Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to the patient's feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 6am. The patient reportedly obtained a blood glucose result of "286mg/dl" with the subject meter. The patient's testing and insulin frequencies are not specified. Approximately two minutes prior to the alleged issue, the patient's mother indicated the patient was experiencing symptoms of thirst, hunger, and dizziness. It is not known what the patient's blood glucose result was before the alleged issue began and what action the patient took in response to his previous blood glucose result. Eight minutes after the alleged issue occurred, the patient reportedly tested his blood glucose with his onetouch ultramini meter and obtained a blood glucose result of "176mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, ten minutes after the alleged issue began the patient's mother administered 28 units of humalog as treatment. It is not known if the patient's mother administered the insulin based on the subject meter or the patient's secondary meter. It is also not known how soon after the patient's symptoms improved. During troubleshooting, the csr verified the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is also no indication of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.